Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. (B)(4).

Event description:
It was reported that patient was found to be allergic to the star talar body implant. Another implant had been procured and brought to an allergist (rep is unaware if testing unit was from the same lot as the implanted device), who confirmed the patient had an allergic reaction. No other star implants were tested for allergy. The entire star ankle system was explanted and patient's ankle was fused successfully. Revision due to allergic reaction.